Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information received, a definitive cause for the reported issue could not be determined. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. The observed scraped teflon coating was not reported which likely occurred due to an interaction with the torque device being tight against the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported; the procedure was to treat a mildly calcified and moderately tortuous lesion in a coronary artery. The pilot 50 guide wire separated. The separated portion was not retrieved and remains in the patient anatomy. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.